Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, uterine fibroid, pregnancy, vulvovaginal disorder, vaginal pain, fever and abscess of bartholin's gland. Concurrent conditions included abdominal pain, pyelonephritis, menorrhagia, genital bleeding, uterine leiomyoma, adenomyosis, fatigue, nausea and vomiting. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2016 to (B)(6) 2017, medroxyprogesterone acetate (provera), nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), anxiety ("psychological or psychiatric problems: mental anguish") and depression ("psychological or psychiatric problems: depression"), 5 months 21 days after insertion of essure. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (transvaginal hysterectomy due to complications from the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, fatigue, migraine, headache, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded. Pregnancy test - on (B)(6) 2017: result- hcg: negative. Most recent follow-up information incorporated above includes: on 28-may-2019: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), fatigue, migraines/headaches, psychological or psychiatric problems: depression and mental anguish. Outcome of event pelvic pain were updated. Concomitant drug, aka name were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 33-year-old female patient who had essure (batch no. B82479) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, uterine fibroid, pregnancy, vulvovaginal disorder, vaginal pain, fever and abscess of bartholin's gland. Concurrent conditions included abdominal pain, pyelonephritis, menorrhagia, genital bleeding, uterine leiomyoma, adenomyosis, fatigue, nausea and vomiting. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2016 to (B)(6) 2017, medroxyprogesterone acetate (provera), nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), anxiety ("psychological or psychiatric problems: mental anguish") and depression ("psychological or psychiatric problems: depression/psych injury"), 5 months 21 days after insertion of essure. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), urinary tract infection ("urinary tract infection"), bacterial vaginosis ("bacteria vaginosis"), post procedural complication ("post removal complications"), genital haemorrhage ("gen. Abnormal bleeding") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (transvaginal hysterectomy due to complications from the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue, urinary tract infection, bacterial vaginosis, genital haemorrhage and metrorrhagia had resolved and the menstrual disorder, migraine, headache, anxiety, depression and post procedural complication outcome was unknown. The reporter considered anxiety, bacterial vaginosis, depression, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, metrorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014 and (B)(6) 2014, (B)(6) 2014 she received treatment for event "pelvic pain, genital bleeding, menorrhagia, metrorrhagia, urinary tract infection and bacterial vaginosis". Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2017: negative. Hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 9-jan-2020: fu 4, 5, 6 processed together. Plaintiff information form received. Essure lot number was added. Events ¿genital bleeding, metrorrhagia, urinary tract infection, bacterial vaginosis and post procedural complication¿ were added. On 9-jan-2020: plaintiff information form received. Events "pelvic pain, and menorrhagia outcome was updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 33-year-old female patient who had essure (batch no. B82479) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, uterine fibroid, pregnancy, vulvovaginal disorder, vaginal pain, fever and abscess of bartholin's gland. Concurrent conditions included abdominal pain, pyelonephritis, menorrhagia, genital bleeding, uterine leiomyoma, adenomyosis, fatigue, nausea and vomiting. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2016 to (B)(6) 2017, medroxyprogesterone acetate (provera), nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), anxiety ("psychological or psychiatric problems: mental anguish") and depression ("psychological or psychiatric problems: depression/psych injury"), 5 months 21 days after insertion of essure. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), urinary tract infection ("urinary tract infection"), bacterial vaginosis ("bacteria vaginosis"), post procedural complication ("post removal complications"), genital haemorrhage ("gen. Abnormal bleeding") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (transvaginal hysterectomy due to complications from the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue, urinary tract infection, bacterial vaginosis, genital haemorrhage and metrorrhagia had resolved and the menstrual disorder, migraine, headache, anxiety, depression and post procedural complication outcome was unknown. The reporter considered anxiety, bacterial vaginosis, depression, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, metrorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014 and (B)(6) 2014, (B)(6) 2014 she received treatment for event "pelvic pain, genital bleeding, menorrhagia, metrorrhagia, urinary tract infection and bacterial vaginosis". Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2017: negative. Hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (transvaginal hysterectomy due to complications from the essure). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.